Manufacturer narrative:
Currently it is unk whether or not the device may caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time.

Event description:
Reservoir leaking when trying to draw up the insulin. Checked connecting being sure reservoir connected to vial of insulin correctly and it still leaked. They have tried 4 reservoirs from current box with same result. Lot# is cj2204935 (might be gj).